Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker was post-sensed t wave over sensing. Programming changes were completed. Patient was stable and will continue to be monitored.